Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stent deformation occurred with the onyx trucor drug eluting stent in vivo during positioning. The device was not inspected prior to used. Negative prep was not performed. The procedure was not completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion was not pre-dilated. Resistance was noted while advancing the device to the lesion but no extra force was used. Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. No issues evident to the tip, or to the remainder of the device. Fluoroscopic analysis: a series of fluoroscopic procedural images were provided in relation to this event. Contrast media injection into the right and left coronary systems confirm that the patient previously underwent coronary artery bypass (CABG) surgery to the left coronary system via the internal mammary vessel graft. Images show wiring of the rca, followed by sent deployment in proximal rca. There was a 10 minute time gap from wiring the vessel to the successful deployment of a stent. Given the description that the deformed stent was removed without deployment and the physician did not completed the procedure, the event reported was not captured on the images. There are no images showing the attempted delivery and stent deformation, and removal of the device without deployment. The target lesion for the trucor device is unknown therefore no assessment can be made of the root cause of the event from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.